Manufacturer narrative:
Tech found that the pt pendant cable was not secured to the frame. The tech stated that the pt pendant cable clip was broken and allowed the pendant cable to hang to the floor. The nurse allegedly tripped on the cable and bumped her head on the wall and her shoulder and elbow on the floor. This allegedly occurred in skilled nursing unit. The tech replaced the pt pendant assembly to resolve the issue.

Event description:
The tech alleged that they were at the account doing contract work and were told that a caregiver tripped over the pt pendant cord and suffered minor injury.